Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer cannot recall their blood glucose reading during hospitalization. Customer was hospitalized because of low blood glucose reading and passed out. Customer was treated with food and glucose tablets. When customer current blood glucose was 52 mg/dl. Customer blood glucose at the time of the incident was 286 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6). Infusion set was changed on (B)(6) 2017. Drive support condition was normal. Customer stated the insulin pump was not exposed to magnetic field. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.